Manufacturer narrative:
G2: citation: authors: dalyai, r., starke, r. M., chalouhi, n., theofanis, t., busack, c., jabbour, p., gonzalez, l. F., rosenwasser, r., & tjoumakaris, s.. Smoking is a negative predictor of arteriovenous malformation posttreatment obliteration: analysis of vascular risk factors in 774 patients. Neurosurgical focus 3 2014. Doi:10.3171/20145. Focus14121 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Dalyai r, starke rm, chalouhi n, et al. Smoking is a negative predictor of arteriovenous malformation posttreatment obliteration: analysis of vascular risk factors in 774 patients. Neurosurgical focus. 2014;37(3):e3. Doi:10.3171/20145.focus14121 literature was reviewed regarding the study titled "smoking is a negative predictor of arteriovenous malformation posttreatment obli teration: analysis of vascular risk factors in 774 patients." The time frame of this study was between 1994 and 2010. Seven hundred seventy-four patients with avms treated using embolization, stereotactic radiosurgery (srs), and/or surgery were included in this analysis. There were 385 female patients (49.7%). The median age was 42.5 years. The following medtronic devices were used: onyx no deaths were specifically detailed in the document. Among patient adverse events included: posttreatment hemorrhage. 30 patients with significant symptomatic posttreatment hemorrhage, multivariate analysis showed embolization and presentation of hemorrhage as positive predictors -incomplete obliteration. Three hundred sixteen (57.6%) of 549 patients with available follow-up imaging had complete obliteration according to dsa or MRI.  While 45% of nonsmokers (86 patients) had obliterated avms, only 31.9% of those with a smoking history (23 patients) had obliterated avms no further information was provided pertaining to medtronic products.